Event description:
The customer was getting high readings of 300, 453, 373mg/dl and took 30 units of insulin based on the results. The next day the customer was feeling drugged and could not function. They tested blood glucose and rec'd a result of 191mg/dl at 8am. The customer backed off of their insulin. The customer passed out at 7:30pm. Paramedics were called and the customer was taken to the hosp where they rec'd a result of 191mg/dl, the customer's device read 300mg/dl. A lab test was taken and the result was 192mg/dl. The customer was given r insulin and a sandwich and cookies. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.